Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient sustained a possible head trauma and subsequent loss of fixture. It is unknown if re-implantation is planned as of the date of this report, (B)(6) 2015.